Event description:
Boston scientific received info that post-implant, the pt received two inappropriate shocks. Noise was reproducible with manipulation at the electrode tip and also at the ring electrode. There was concern that the suture sleeve was covering the ring electrode. A boston scientific technical services consultant reviewed device data and discussed that the noise was consistent with air bubbles, or a possible connection or electrode issue. No adverse pt effects were reported.

Manufacturer narrative:
Boston scientific received additional info. The field representative reported that the physician initially planned to revise the electrode, but agreed to wait a day. The next day, extensive manipulation of the electrode and exercise testing showed no noise or irregularity in sensing. Therefore, no changes were made to the system. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.